Event description:
Caller reported a malfunction on pump, but no notable events occurred before the issue. There was no adverse impact to customer's blood glucose level. Customer worked with technical support to reset pump, which resolved the malfunction. Pump functioned properly after reset, and customer was advised to continue using pump and to call back if issue recurred. Customer acknowledged instructions.